Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a dissection occurred. Vascular access was obtained via the tortuous right femoral artery with a 6f non bsc introducer sheath. The target location for treatment was the inferior vena cava (ivc). A 0.035 inch non bsc guide wire was advanced and an angiography was performed with an unspecified catheter. The 0.035 inch non bsc guide wire was exchanged to a amplatz super stiff guide wire. The 6f non bsc introducer sheath was exchanged to the greenfield filter accessory sheath, while the amplatz super stiff guide wire maintained access. Only the 6f non bsc introducer sheath was removed. However, when the 8f dilator was inserted, bleeding occurred from femoral artery. The 8f dilator was removed and a 10f dilator was inserted. After removal of the 10f dilator a hematoma was noted at the puncture site. Compression was administer and the hematoma was resolved a couple minutes later. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is recovered. The procedure was postponed to the following day. On the following day, the procedure was performed with jugular approach and a 6f non bsc introducer sheath was implanted successfully.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).